Manufacturer narrative:
No serious injury or clinical consequences to the pt was reported. A gambro technical services (gts) rep evaluated the prismaflex machine and was unable to duplicate the reported problem. Found the history to verify the reported condition. At 16:22 there was a dialysate bag empty alarm and after that the fluid removal rate on the graph went from 10 to 25. Verified all the scales were calibrated properly and ran a pt simulation and the fluid removal rate was accurate. The prismaflex was repaired, tested and released for use. The MFR is aware of this reported problem of 'incorrect fluid removal' and is working on corrections. An investigation is ongoing. A follow up or final report will be submitted as soon as the investigation has been concluded.